Manufacturer narrative:
E1 address - line 1: (B)(6) during device evaluation at olympus, it was found the complaint was confirmed and the e433 error message was displayed due to a defective power supply printed circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" was inspected before use and had encountered error e433. The issue was found during preparation for use, and the therapeutic procedure (transurethral resection of the prostate in saline) was completed with a similar device. The procedure was delayed by 15 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed and reproduced. The cause of the error was traced back to a defective hvps board. The risk to patients, users, and/or third parties associated with the reported issues was evaluated as alra (as low as reasonably achievable). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.